Manufacturer narrative:
Patient information was unavailable from the site. During the onsite inspection, the medtronic representative reported that the issue was being caused by the system needing to be re-calibrated. The rep performed the calibration which resolved the issue.

Event description:
A medtronic representative reported that after performing a spin during a case, it was found that the instruments were off by 2-3 mm. The verification was successful on all instruments. It was noted that the reference frame did not move during the case. The surgery proceeded using the same spine and the doctor took the inaccuracy into account. All screws were placed in the correct locations which was confirmed by an additional spin. There was no patient impact reported and the delay in surgery was less than an hour.